Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure (unsupported scope error code, e315) was confirmed. Error e216 was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the unsupported scope error is traced to component failure - circuit board failure from fluid/moisture ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited error e315 and e216. The issue was found during inspection for use. There were no reports of patient involvement.